Manufacturer narrative:
This was initially reported on the summary report dated 02/17/2016 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence, bleeding, adhesions, tumor, emotional distress, and a product problem. It was also reported that the plaintiff experienced stress and urge urinary incontinence, bladder deformity, scarring, mesh erosion, intrinsic urethral sphincter deficiency, urinary retention, slow stream voiding, right ovarian mass, chronic hematoma, and lymphocele. Furthermore, the plaintiff died. The causes of death were reported as respiratory failure, aspiration pneumonia, and renal cell carcinoma. Related to MFR # 3011770902-2016-00125.

Manufacturer narrative:
Additional information